Event description:
It was reported that during a sleeve procedure, on the second firing of the sleeve while firing with green and peri strips the device locked out during firing. There were no patient consequences. Case completed with another device and reload of the same product code.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with an ecr60g partially fired 1/16 cartridge reload present. In addition, buttressing material was found on cartridge deck. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Furthermore, the returned cartridge was noted to have the cartridge pan damaged and dislodged at left proximal side. In addition, 13 drivers were out of position and missing and 3 drivers were out of position. Please note that to insert a new reload, slide it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.